Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the surgeon was using the device to close the vaginal cuff. After taking a second bite of tissue to pass the needle, the surgeon squeezed and toggled and upon opening the jaws to pass suture the needle was not attached to either jaw. During this process, the surgeon did not engage black release buttons at any time during the case. After visual and not being able to locate the needles, the surgeon suspects the needles are still in the vaginal cuff. A new device was opened and upon taking a second bite with the new device the needle broke in the cuff and was left in the pt. A traditional endo stitch was opened to complete the case. Case was delayed approx 45 min). Tissue damage occurred due to foreign body lodged in tissue.